Event description:
A hospital nurse called to report that the customer was brought to the hospital for treatment due to having high blood glucose levels and having been vomiting.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. No lot qualification records were reviewed, as the product lot was not provided.